Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. Additionally, it was reported that a cartridge change error occurred. Blood glucose was not impacted. Customer reverted to manual injections for insulin therapy.